Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 660 mg/dl at the time of the event. The customer stated that the insulin pump was not delivering the full amount of the boluses he programmed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files. After testing, it was concluded that the device operated within specs.